Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0v1y4, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had not fallen, but their lead was showing >4k ohms, and they had a loss of efficacy. The lead was explanted and replaced. It was noted that the lead did not appear to damaged or fractured upon explant. The patient was noted to be doing great.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0v1y4, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Analysis found all conductors of product ID: 3889-28, lot# va0v1y4 were broken 5 cm from the distal end of the lead and no electrical shorts were identified between the circuits. Applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-result and conclusion: pertain to product ID 3889-28, lot# va0v1y4, product type: lead.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient underwent a lead revision due to impedance readings all above 4000. There was no clear reason why the lead failed. A new lead was placed successfully. No further complications were reported/expected.